Manufacturer narrative:
The technician found the CPR release handles were broken off the head section. He installed new CPR release handles and the CPR functioned properly.

Event description:
Info received indicates the CPR release handles are not working.